Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent psf surgery at th8-l4 levels on (B)(6) 2015. Intra-op, the tip of the driver was broken during final tightening for reduction multi axial screw. T27 driver was used for the surgery. The product came in contact with the patient. No fragments of the product remained in the patient.

Manufacturer narrative:
Product analysis :visual and optical examination identified tip deformation. Visual review identified shaft breakage near the base of the handle. The fracture is highly angulated, with chevrons evident on the fracture surface. Relevant dimensional and material hardness inspection found to be conforming to material specification. The above observations are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.